Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system recorded a signal artifact monitoring (sam) episode with minute ventilation (mv) deactivation several years ago. The system is operating as expected at this time and remains in service. No adverse patient effects were reported.